Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0454912v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0451695v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient had out of range impedance values on combinations containing electrode 0. High impedances were first noted on electrode 0 ¿about six months ago.¿ the healthcare provider (hcp) programmed around this electrode. Refer to manufacturing report #3004209178-2014-15955 as the patient had two implants and it was not specified which one was the issue.